Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman trusteer access system (was) was selected to be used. During the procedure, a clot was noted on the tip of the was sheath. The activated clotting time (act) was 268 seconds and 3,000 units of heparin were administrated after the clot was noted. Aspiration was performed while removing the was sheath from the left atrium (la). There were no patient complications. No further information was available at the time of this report.